Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the pump will not recognize the disposable. It alarms cassette not recognized. No adverse patient effects were reported by the customer".

Manufacturer narrative:
Other, other text: while reviewing the file, there was no patient involvement, therefore, no patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. File cc-0196523 is no longer considered reportable, an MDR report will be filed to retract any reports associated with it.